Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after feeling lightheaded and dizzy. Upon review, an electrogram revealed there was cross-talk oversensing of the atrial signal on the ventricular channel which led to pacing inhibition with greater than two seconds of asystole. The implantable cardioverter defibrillator (ICD) was reprogrammed and no further oversensing was observed. The patient will continue to be monitored and their ICD remains implanted and in service. No adverse patient effects were reported.